Event description:
While setting up a patient-controlled analgesia and priming tubing, the alaris pcea administration set (IV pump) started flashing red lights on all channels stating "system error shutting down." A second rn came into the room and restarted the IV pump. IV pump functioning properly after reset but lost all data on hydromorphone pca pump (total mg delivered, total demands, and demands delivered). First rn was only able to chart on pca information that was available after reset.